Event description:
Customer reports one incident of a blood leak at the onset of pt treatment on the first use of the dialyzer after pre-processing. Noted by visible blood in the dialysate compartment and blood leak alarm. Estimated blood loss 300cc. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.